Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2019, the reporter contacted animas and alleged the patient experienced on (B)(6) 2019 a blood glucose of over 800mg/dl, with confusion, nausea, and vomiting, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, and was treated in the hospital with intravenous fluids, and an insulin drip by their healthcare provider. During troubleshooting with customer technical support, it was revealed the basal history did not match the active basal program. The basal history was reviewed and no records for a basal program prior to hospitalization was found. No pump suspensions were found during troubleshooting. The infusion sets and cartridges were allegedly changed every two to three days per the instructions for use. The patient¿s pump settings had not been changed by their healthcare provider prior to the hospitalization. The patient was allegedly feeling sick prior to the hospitalization and was treated with antibiotics in the hospital for the alleged ¿sickness¿. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.